Manufacturer narrative:
RMA 859340052 was issued for the return of this device. The device was first considered a quality complaint (B)(4), but was upgraded to an adverse event due to the key word "melt". No evaluation information has been provided as of this submission.

Manufacturer narrative:
(B)(4) was issued for the return of this device. The device was first considered a quality complaint (B)(4) but was upgraded to an adverse event due to the key word "melt." No evaluation information has been provided as of this submission. (B)(4).

Event description:
The dealer alleges the dc adapter was getting hot and melted in the vehicle. No injury is alleged.

Event description:
The dealer alleges the dc adapter was getting hot and melted in the vehicle. No injury is alleged.